Manufacturer narrative:
The products are not expected to be returned due to contamination protocol.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. The products are not expected to be returned due to contamination protocol. No additional adverse effects were reported.

Manufacturer narrative:
The products are not expected to be returned due to contamination protocol. This report is being filed to update outcomes attrib to adv event (b2) that was inadvertently left off the last report.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. The products are not expected to be returned due to contamination protocol. No additional adverse effects were reported.